Manufacturer narrative:
Literature citation: togawa daisuke. "Balloon kyphoplasty (bkp)". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported on (B)(6) 2016 that total of 44 patients (48 vertebrae) underwent balloon kyphoplasty (bkp) between jan 2011 to sep 2011. The following complications were observed: 2 worsening of pain.